Event description:
--

Event description:
Subsequent information was received that the patient was seen for an in-clinic follow up, following a high out of range pacing impedance measurement for another manufacturer's rv lead implanted with this implantable cardioverter defibrillator (ICD). During in-clinic evaluation, all other lead measurements were observed to be stable and acceptable. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the device and lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that there was a red alert on the non-boston scientific right ventricular (rv) lead for high pacing impedances. The impedances went from 1,750 ohms to 2,000 ohms. No adverse patient effects reported.

Manufacturer narrative:
Additional information was received that the physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
At this time the system remains in service. Should additional information become available this investigation will be updated.